Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibiting noise, oversensing and a suspected fracture. A technical service (ts) consultant reviewed available device data, and provided recommendations for further lead integrity testing. The rv lead remains implanted. No adverse patient effects were reported.